Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level l5. During the procedure, the balloon detached and remained in the vertebral body. The procedure was completed successfully and the pt was in good condition. No additional info was reported.

Manufacturer narrative:
Method - followed up with company representative. Conclusion: the reported event of a balloon detached from the catheter was confirmed during product analysis. The balloon was missing and the inner member was stretched. Probable root cause: the probable root cause for the observed balloon detachment could be a snag of the balloon on bone or other object within the vertebral body. It was mentioned that cement had already been delivered on the left side. It is possible the balloon made contact with the bone cement and became stuck and detached when force was placed to remove the ibt.